Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "dr. Was tightening the screw in the acetabular trial when the plastic broke around the screw."